Event description:
Pt was revised to address knee pain. Some synovitis was removed, and surgeon went ahead and changed the insert.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported pain. Provided info stated synovitis was removed and revision surgery did not reveal any unanticipated polyethylene wear. Infection after approx 1-1/2 yrs implantation is unlikely to be prod related. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.